Event description:
It was reported that the insulin pump and the sensor were not communicating. Customer stopped using the sensor and is currently using the old insulin pump due to receiving several alarms during night; customer is not sure of the type of alarms. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.